Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 37711 pain stimulation implantable pulse generator (ipg) (B)(6) 2007. (B)(4).

Event description:
It was reported that during implant of the right ventricular (rv) lead, the helix would not extend or retract. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood. The analyst noted that the number of turns to extend the helix is greater than specification due to dried tissue/body fluid in the sleevehead. This is not a lead failure.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.